Event description:
The customer observed (B)(6) for one patient while using the (B)(6). The customer indicated that each patient was (B)(6) when tested by another method, (B)(4). The customer provided the following (B)(6): sid 3585: initial result: 2.78 there was no adverse impact to patient management reported. The results were not reported from the laboratory.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. A specificity testing protocol was executed using lot 44362li00; testing met the acceptance criteria and determined the reagent is performing acceptably. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect (B)(6), lot number 44362li00, was identified.

Manufacturer narrative:
This report is being filed on an international product, list (B)(4) that has a similar product distributed in the us, list number (B)(4). (B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.